Manufacturer narrative:
Inspected 2 opened or used partial sensors and unable to confirm insertion/or needle complaint due to customer return sensors no needles. Then made a visual inspection and found the sensors with cannula bent. Unable to confirm customer received sensors in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle hard to remove. Customer blood glucose value was 150 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the introducer needle fractured while still in the body. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The sensor will be returned for analysis.